Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead was stuck in the device header. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional details were received regarding the clinical observations. It was reported that this lead pulled apart during removal efforts and therefore, the lead was cut and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.